Event description:
The customer stated that the insulin pump did not give him an alarm when the reservoir was empty. Troubleshooting was performed and the insulin pump failed the displacement test. Offered to replace the insulin pump, but the customer declined. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.